Manufacturer narrative:
(B)(4) - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusions sets were fell off during use on (B)(6) 2024. The infusion set fell off during physical activity, sweating, swimming, or bathing. Patients' blood glucose level was found to be 180mg/dl. The infusion set was used for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available